Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he has been getting no delivery alarms on the insulin pump. Customer stated that he knows what the issue is already. Customer's blood glucose was 439 mg/dl at the time of the incident. Customer treated with a bolus. Customer performed a 5.0u fixed prime but the insulin did not exit. Customer pushed the insulin slowly through the tubing and reported that the insulin was exiting the tubing. Customer was advised that the pump was working as designed and the alarm was caused by a set or reservoir occlusion. Customer stated that he removed the cannula and it was bent.